Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, the photo was provided for review. The investigation of the reported event is currently underway. Expiry date (11/2021).

Event description:
It was reported that during a stent placement procedure through a retrograde femoral access approach, the device allegedly seemed to be snagging on a previous stent that was already deployed. The device was removed from the sheath and upon investigation, the catheter where the stent was mounted allegedly appeared to have a slight kink on the device. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure through a retrograde femoral access approach, the device allegedly seemed to be snagging on a previous stent that was already deployed. The device was removed from the sheath and upon investigation, the catheter where the stent was mounted allegedly appeared to have a slight kink on the device. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned delivery system was investigated; the system was found in locked configuration with loaded stent, and a superficial kink could be confirmed in the distal section over the stent. Images demonstrating the snagging were not provided so that a snagging could not be confirmed. Allegedly, the system snagged on a previously placed stent and was found kinked upon removal. Entrapment may be related to wall apposition of the previously placed stent; difficult patient anatomy or a challenging placement site may result into high friction and may be a contributing factor. In this case there was no difficulty advancing or removing the system, the vessel was straight without calcification, and the lesion was pre dilated. But there was little place between guidewire and first stent. Based on the information available a kink of the delivery system in the distal section was confirmed. However, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risks and the correct use of the device. The IFU state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'recrossing a partially or fully deployed stent with adjunct devices must be performed with caution.' Regarding damage the IFU state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used. Further, the IFU state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended. If performed, select a balloon catheter that matches the size of the reference vessel.'